Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited a drop in r-wave sensing to 2 mv and loss of capture. An x-ray confirmed that the lead had dislodged. The lead was successfully repositioned.